Event description:
Hcp reported same drug solution that has been sent down from the pharmacy is now crystalizing in syringe so they are using a lower concentration (4x lower) after ruling out several different possible causes. Previous drug combination before diluting 50 mg/ml dilaudid, 100 mcg/ml fentanyl, 30 mg/ml bupivicaine. No volume discrepancy was seen on pump refill but the patient had increased pain. Hcp then stated patient has passed away from disease progression, respiratory failure.